Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken. A piece approximately 0.454" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Additionally, the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, and the instrument generated the message "tighten assembly" on 3 out of 3 attempts due to the broken blade. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument was not recognized by the generator and, when removed, the tip fell off into the patient. However, it was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fall occurred when the surgeon was about to start to dissect. There was no instrument collision. One tip fell off and was retrieved by the assistant. No post-operative test or additional surgical procedure was required. The patient has not returned to the hospital due to post-surgical complications. The procedure was completed robotically with a backup harmonic ace instrument.